Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the device misfired over and over again. Didn't eject, scissored clips, dropped clips. The housing had split open at the end. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not fully advance into the jaw; this condition led to the malformation of 2 clips and 11 pear shaped clips. Upon testing the device locked out as intended. However the orange indicator was found under traveled. Please note that this condition is unrelated with the report incident. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a broken device that would not fire correctly. It is unknown how the procedure was completed. No adverse patient consequences were reported.